Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a drawer 1.1 failed. The customer resolved the issue and there was no additional information available regarding the resolution. The technical support specialist confirmed that there was a delay of 3 to 5 minutes, and no active procedure involved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis medstation system had drawer 1.1 failed. The customer stated that the station is showing an error message "failed drawer" and due to that they could not dispense medications. They stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 1.1 failed. The customer resolved the issue and there was no additional information available regarding the resolution. The technical support specialist conformed that there was a delay of 3 to 5 minutes and no active procedure involved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had drawer 1.1 failed. The customer stated that the station is showing an error message "failed drawer" and due to that they could not dispense medications. They stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.